Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge mr balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge mr balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient condition was good post-procedure. It was further reported that the 90% stenosed target lesion was located in the non-tortuous and severely calcified first right posterolateral segment.